Manufacturer narrative:
Correction: h6. Additional information: h3. The report of an over infusion of an unspecified medication was not confirmed. Details regarding the alleged over infusion were not provided and therefore a determination of whether an over infusion occurred could not be made. The customer¿s dataset was not provided and therefore the profile and medication in use could not be identified. Inspection: n/a, the devices were not returned for investigation. Only the device event logs were received for investigation. Log analysis results: the pcu event log shows pump module (B)(6) was programmed to infuse (drugid 141) through guardrails with a rate of 14ml/hr and a vtbi of 200ml at 10:25 pm on (B)(6) 2020. Prior to starting the primary infusion, the user also programmed a rapid bolus dose of 6000unit/hr (bolus rate = 999ml/hr, bolus vtbi = 60ml) and then started the infusion. Between 10:26 pm and 10:28 pm, the device alarmed 3 times for air in line, and each time the user was able to restart the infusion. At 10:31 pm, the bolus completed, and the device transitioned to the primary infusion running at 14 ml//hr. At 10:52 pm, the user paused the infusion. At 10:53 pm, the user selected bolus, the user then restarted the primary infusion running at 14ml/hr. The user then restored and started the previous rapid bolus dose of 6000unit/hr (bolus rate = 999ml/hr, bolus vtbi = 60ml). At 10:54 pm, the user stopped the bolus and started the primary infusion running at 14ml/hr. The device then alarmed for patient side occlusion and the user restarted the infusion. At 10:55 pm, the device alarmed again for patient side occlusion. The user paused the infusion and then channeled the device off at 11:03 pm and the system was shutdown and powered off. At 11:13 pm, the system was powered on, but then shutdown 44 seconds later. At 11:14 pm, the system was powered on. The user selected the pump module and restored and started the previous primary infusion running at 14ml/hr. At 11:19 pm, the pump module was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 65.771ml (60.024ml delivered via rapid bolus). The root cause of the reported over infusion of an unspecified medication was not identified. Device history review: review of the pump module (B)(6) service history record showed the device had a manufacture date of 09 june 2011 a review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device. H3 other text : log review only; no devices received for investigation.

Event description:
It was reported that allegedly an overinfusion of an unknown medication was identified while the device was being used on the patient. The status of the patient is unknown.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient information has not been provided.

Event description:
It was reported that allegedly an overinfusion of an unknown medication was identified while the device was being used on the patient. The status of the patient is unknown.